Event description:
Reference manufacturer report# 3004209178-2012-03508. The patient experienced a loss of therapeutic effect following hitting her head on a cabinet. There were telemetry issues when interrogating the ins. The left ins reached normal battery depletion. Longevity was run, but was less than implanted time. The right ins was not depleted but was set at a higher amplitude than the left ins. The therapy measurement was much higher on the right side. Previous programming was unknown. Additional information has been requested.

Manufacturer narrative:
Extension: model 748251, serial# (B)(4), implanted: 2006 (B)(6), explanted, extension model 748251, serial# (B)(4), implanted, explanted, lead: model 3387-40, lot# v006127, implanted: 2006 (B)(6), explanted, lead: model 3387-40, lot# v006127, implanted, explanted. (B)(4).